Manufacturer narrative:
Details of complaint: the customer reported that their facility experienced a power outage after which their central nurse's station (cns) was showing signal loss for all monitored transmitters. The customer also reported that the cns was on the network, but that none of the telemetry transmitters appeared on the host table. Nihon kohden technical support (nk ts) advised them to check on their allied telesys switch (24 port) in closet t6000 which connects all orgs to the network, as he suspected that the switch either powered off or got damaged due to the power outage. The customer planned to follow up. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: investigation of the reported issue found the issue to have been cause by an environmental factor, (power outage), which is outside nk control and was not due to an nk device deficiency/malfunction.

Event description:
The customer reported that their facility experienced a power outage after which their central nurse's station (cns) was showing signal loss for all monitored transmitters.

Manufacturer narrative:
The customer reported that their facility experienced a power outage after which their central nurse's station (cns) was showing communication loss for all monitored transmitters. The customer also reported that the cns was on the network, but that none of the tele monitors appeared on the host table. Nihon kohden technical support advised them to check on their allied telesys switch (24 port) in closet t6000 which connects all org's to the network, as he suspected that the switch either powered off or got damaged due to the power outage. The customer will follow up. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their facility experienced a power outage after which their central nurse's station (cns) was showing communication loss for all monitored transmitters.